Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: while moving this mobile x-ray system's c-arm stand it suddenly rotated to the back and broke at the coupling. The c-arc separated from its stand and fell to the floor. There were no injuries.